Event description:
It was reported that the external pulse generator (epg) had damage to the top of the case and the atrial connector. The epg has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the lower case and atrial output connector were broken. It was also noted that the upper case was broken, the battery release was contaminated, one bail cover was broken, the ring cover was broken, the ring was bent, and the battery contacts were compressed. (B)(4).